Event description:
Problem 1: dexcom g6 inaccurate. My 7-year-old daughters blood sugar was 71 points off from dexcom today. This seems to happen several times a month but this was a huge discrepancy that could have had very serious altercations problem 2: my daughters dexcom picking up another student dexcom reading who is type 1. I have pictures to prove this. This is a new problem that has now happened 3 times. Huge privacy violation but not to mention the inaccuracy of the sensor and should not be able to pick up someone else's glucose reading on their dexcom.